Manufacturer narrative:
Batch review performed on 22 april 2026 lot: 2238816: (B)(4) items manufactured and released on 04-nov-2022. Expiration date: 17-oct-2027. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Root cause: the surgeon revised liner height, which is a common practice to restore the joint stability. There is no indication that any potential issue with the device may have caused or contributed to the event.

Event description:
The patient came in presenting laxity throughout complete their complete range of motion and the cause is unknown. There are no indications of trauma or a fall. About 1 year and 5 months after the primary surgery, the surgeon revised the flex 3l - 13mm insert to a flex 3l - 14mm insert. The surgery was completed successfully.